Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent was selected for treatment and successfully implanted 9 days after expiration date. No another unit was on shelves. The decision to use the device was made in awareness of the expiration date due to the emergency.

Manufacturer narrative:
Combination product: yes // device used after "use by" date. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission was used after the `use by' date which is indicated on the product label and warned against in the IFU.

Event description:
The orsiro mission drug-eluting stent was selected for treatment and successfully implanted 9 days after expiration date. No another unit was on shelves. The decision to use the device was made in awareness of the expiration date due to the emergency.